Event description:
It was reported "noticed a change with the peel away sheath causing the placer to have to nick the skin. Where they rarely had to do that in the past. They have also communicated that the peel away sheath is accordioning back on itself upon insertion.¿

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.